Event description:
A malfunction alarm occurred, identified as malfunction code 0, but it did not lead to any adverse impact on the customer's blood glucose level. Customer support provided guidance on resetting the pump, which the customer successfully completed. Following the reset, the malfunction did not reoccur, and the customer was advised to continue using the pump while monitoring for any future issues, with instructions to contact support if needed.